Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a pacing impedance measurement below 200 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A request for additional information was sent to the local area field representative. It was reported that the physician has elected to continue monitoring at this time and revise the lead at the patient's device change out. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating that this right atrial (ra) lead was also exhibiting noise and oversensing. The lead was successfully capped during a normal device change out procedure. No adverse patient effects were reported.